Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx were implanted in the r-pav. On the same day, patient suffered myocardial infarction.

Manufacturer narrative:
The patient has a previous medical history of hyperlipidemia and mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.